Event description:
Reporter reports back to back testing on customer's meter while using the advantage system with results of 574 mg/dl and 243 mg/dl. No quality controls were run during the call. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.